Event description:
It was reported that the device experienced a difference between atrial arrhythmia burden displayed and time in atrial high rate episodes versus the atrial histograms. It appeared that the atrial arrhythmia trend and the atrial high rate were under reporting as compared to the atrial histograms. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.